Manufacturer narrative:
This lead has not been returned for analysis. This report will be updated should additional information become available or upon completion of analysis.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited noise which was oversensed and resulted in an inappropriate device charge. No therapy was delivered due to the oversensing. It was reported the lead had fractured. The was explanted and successfully replaced. No additional adverse patient effects were reported.